Event description:
Caller reported nano system blood glucose results, all mg/dl: 7:25 pm 157 7:23 pm 122 7:23 pm 235 7:21 pm 121 7:21 pm 121 7:21 pm 115 7:20 pm 133 7:19 pm 182 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.